Event description:
Additional information was received. The model/serial numbers for this lead were received and this event has been updated accordingly.

Event description:
Boston scientific received information that during a follow up visit, it was noted this right ventricular lead was dislodged. A revision procedure was performed. An attempt to reposition this lead was not successful as this lead would not advance through the patient's upper superior venous anatomy. This lead was removed and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.